Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (flashing display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Date of submission 06-mar-2018 the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: during investigation, the display was fully functional with no evidence of the alleged flashing display. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. Additionally, during power up a call service 069 failure occured. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.